Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did locate 3 similar complaints with the same failure mode for this serial number. Case: (B)(4) ¿ 3east, failed cubie, will not recover. Case: (B)(4) ¿ cubie drawer is failing and not opening properly. Case: (B)(4) ¿ consistent failed drawer a review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the meds were missing from the slot, and the drawers could not be pulled far enough to access the 4th slot. A technical support specialist confirmed the issue resolved by the customer. No additional information is available.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system had meds missing from the slot. As per customer report, an rn had contacted the technician while attempting to dispense medications for a patient. Upon accessing the drawer (specifically drawer number 2.5), they found that the first three slots were empty, and they were unable to pull the drawer far enough to reach the fourth slot. There were no adverse events or injuries reported based on this incident.